Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicitis, chlamydia trachomatis infection, pid pelvic inflammatory disease, urinary tract infection, multigravida, parity 4 and hypertension. Previously administered products included for an unreported indication: seasonique and depo provera. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2012 to (B)(6) 2012, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse) ."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 154 lbs. Discrepancy noted in essure removal. The right cornua had 2 visible calls and the left had 2 visible coils. Plaintiff received treatment for pain, abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram. On (B)(6)2012: the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Outcome updated as recovered/resolved for events vaginal bleeding, menorrhagia and vaginal infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicitis, chlamydia trachomatis infection, pid pelvic inflammatory disease, urinary tract infection, multigravida, parity 4 and hypertension. Previously administered products included for an unreported indication: seasonique. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154 lbs. Discrepancy noted in essure removal. The right cornua had 2 visible calls and the left had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicitis, chlamydia trachomatis infection, pid pelvic inflammatory disease, urinary tract infection, multigravida, parity 4 and hypertension. Previously administered products included for an unreported indication: seasonique. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 154 lbs. Discrepancy noted in essure removal. The right cornua had 2 visible calls and the left had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia)" were added psych injury was updated to psychological or psychiatric problems condition: depression and mental anguish". Concomitant drug, medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. New reporter added. Category of case changed to incident. Patient demographic added. Essure model no updated to ess305 from ess205. New event psych injury & abdominal pain were added. Outcome of the event pain updated. Lab date added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicitis, chlamydia trachomatis infection, pid pelvic inflammatory disease, urinary tract infection, multigravida, parity 4 and hypertension. Previously administered products included for an unreported indication: seasonique and depo provera. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2012 to (B)(6) 2012, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dyspareunia ("dyspareunia (painful sexual intercourse) ."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, anxiety, vaginal infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 154 lbs. Discrepancy noted in essure removal. The right cornua had 2 visible calls and the left had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Infection (bladder/ urinary tract/vaginal) type: vaginal, dyspareunia (painful sexual intercourse) was added. Historical and concomitant drugs added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.